Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lock out and the reload lock out were functional. Event could not be confirmed as the device opened and closed without any difficulties, the staple line was complete and the device functioned without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure (patient had a tumor in the lower rectum), according to the surgeon, it was quite difficult to close the closing trigger on the tissue. Also, the patient had radiation therapy which caused the tissue to be rigid and thick. After shooting the device, the surgeon found that the proximal end was stapled whereas the distal part remained totally open. Also, he mentioned that the stump tissue was torn. Due to the above, the surgeon decided not to perform an anastamoses and left the patient with a colostomy which might be permanent. Due to the difficulties encountered with this device, the procedure was prolonged 30 minutes. The condition of the patient immediately following the event was stable. Additional information has been requested.